Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a quiet speaker was unable to be confirmed. A review of the log files contained data spanning approximately 12 days (16feb23 ¿ 27feb23 per timestamp). All of the captured data appeared show the controller operating as intended. There were no notable alarms active. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Per the provided information, the patient noticed quiet alarms when changing power sources. It was stated that cleaning the speakers did not resolve the quiet alarms. The controller was exchanged on (B)(6) 2023. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section b entitled ¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. Heartmate 3 instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. C, section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller speakers. If you notice a change in tone or in loudness during a system controller self-test, the audio speaker sockets may be obstructed. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient reported that their power cable disconnect alarms were quiet.